Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, episodes of non-sustained oversensing due to noise were observed. The lead was capped and replaced. Patient was in good condition during and after the event.